Manufacturer narrative:
The complaint component was not returned for analysis so an overall investigation conclusion code of unintended use error caused or contributed to event was chosen as the interaction between the user and device, or sample, cause or contributed to the error. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that during an artificial urinary sphincter implant, the surgery was aborted due to urethral iatrogenic damage. No new device was implanted. Further information was requested and not yet received. Should additional relevant details become available a supplemental report will be submitted. Boston scientific has been unable to obtain additional information regarding the circumstances.

Event description:
It was reported that during an artificial urinary sphincter implant, the surgery was aborted due to urethral iatrogenic damage. No new device was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.